Event description:
Rep arrived from (B)(6) with portable lithotripsy machine and the device was inspected by the biomed dept. The machine was brought in the operating room suite by the company tech. After induction, the pt was positioned on the lithotripsy bed and an x-ray was taken to determine the position of the stone. The machine failed to perform the shockwave treatment. Tech support was called by the company rep several times without success. At this point, the surgeon aborted the procedure. Pt was taken to recovery without incident. FDA safety report ID# (B)(4).